Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe stopped cutting and the tip breakage was noticed, the broken tip was taped in a bottom of a transparent case and the condition of aspirating was unknown during probe cataract/vitrectomy combination surgery. A fragment from the tip was checked if it had fallen into the patient's eye, but it did not. And when the trocar was pulled out that had the probe in and out, a fragment was found on the sclera. The fragment might be attached to the trocar. The surgery was completed after replacing the product with new one. There was no patient harm.

Manufacturer narrative:
One opened probe was received with a tip protector, in a tray along with other items, for the report. The returned sample was visually inspected and found to be non-conforming with the probe needle broken at the port. Functional testing was unable to be performed due to the visual condition of the sample. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at a couple locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the probe had a broken tip. Functional testing was unable to be performed due to the broken tip. Therefore, the reported cut failure was unable to be confirmed. The exact root cause of the broken tip cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. An exact root cause for the broken tip was not determined from this evaluation and the reported cut failure could not be confirmed; therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).